Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 500 mg/dl but the sensor glucose reading was 188 mg/dl. The customer had multiple sensor discrepancies. The customer also received a lost sensor alarm. The customer declined troubleshooting. The customer treated the high blood glucose with a bolus of 5.8 units from the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Device communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. The sensor feature working properly. No bad sensor, calibrate error or lost sensor alarms noted. (B)(4).